Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging she was unable to test with her onetouch ultrasmart meter. The medical surveillance specialist (mss) contacted the patient on november 30, 2010 and december 1, 2010 for follow up questions; however, the patient was not able to be reached. The complaint was classified based on the customer care advocate (cca) documentation. The patient informed the cca that she was unable to test with the subject meter because it was "too smart for her". The patient reported that the alleged issue began on the morning of (B)(6) 2010. The exact details of the issue is not known. The patient informed the cca that she was not taking any diabetes medications at the time the alleged issue started; however, claimed she had less food and/or drink as a result of the issue. On an unspecified time and day, after the alleged issue began, the patient claimed she felt sweaty, weak and developed a headache. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted that since the patient was not going to use the subject meter, she requested a refund. Per the cca documentation, the patient was informed a refund could not be process since the purchase date was more than 30 days ago. The patient was offered a onetouch ultra2 meter for a replacement instead. This complaint is being reported because the patient claims she discontinued testing her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began. It is not known what exact issue was faced by the patient when using the meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k021819.